Event description:
A caller reported an issue with a cgm error 42, which was related to their g7 sensor. Technical support provided complete pump reset information and guided the caller through the reset process. After completing the reset, the pump no longer displayed the error code, and the caller successfully started their sensor session. There was no adverse impact to the customer's blood glucose level.